Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures. Concurrent conditions included back muscle spasms. Concomitant products included medroxyprogesterone acetate (depoprovera) since 1999 to (B)(6) 2013 for contraception as well as amitriptyline since april 2015, gabapentin, lamotrigine (lamictal) since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, fatigue, nausea and vaginal discharge had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils: right: 2-3, left: 3-4. Discrepancy in lab data previous reported hysterosalpingogram now, plaintiff states that: she did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs and mr received: reporter information were added. Date of removal were added. This case becomes incident. Lot number were added. Medical history and concomitant drug were added. Event: began to experience complications were updated to pain/pelvic pain. Event: abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse), fatigue, migraines, headaches, nausea, depression, mental anguish, vaginal discharge were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures. Concurrent conditions included back muscle spasms. Concomitant products included medroxyprogesterone acetate (depoprovera) since 1999 to (B)(6) 2013 for contraception as well as amitriptyline since (B)(6) 2015, gabapentin, lamotrigine (lamictal) since (B)(6) 2018 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, fatigue, nausea, vaginal discharge and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils: right: 2-3, left: 3-4. Discrepancy in lab data previous reported hysterosalpingogram now, plaintiff states that : she did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, post removal complication-yes. Reporter information were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 689930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures. Concurrent conditions included back muscle spasms. Concomitant products included medroxyprogesterone acetate (depoprovera) since 1999 to (B)(6) 2013 for contraception as well as amitriptyline since (B)(6) 2015, gabapentin, lamotrigine (lamictal) since (B)(6) 2018 and paracetamol (acetaminophen) since(B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, fatigue, nausea and vaginal discharge had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils: right: 2-3, left: 3-4. Discrepancy in lab data previous reported hysterosalpingogram now, plantiff states that : she did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.